Manufacturer narrative:
(B) (4).

Event description:
The pt was found to be unresponsive in association with having an MRI. It was not clear at what stage of the MRI this occurred. The pt outcome is unk. Further info is being requested from the hcp.